Event description:
During a laparoscopic roux-en-y procedure the blue insulated tip broke off of the ligasure advance device inside of the patient. The broken pieces were discovered and removed. There were two pieces and they were very small.======================manufacturer response for ligasure advance 5mm-44cm, ligasure advance (per site reporter).======================this is the second one that has broken. The company is working on the problem and they hope to have something new out in october.